Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 10.0 mg/ml of morphine at 0.062 mg/day in minimum rate infusion mode. Evaluation of implantable pump serial number (B)(4) identified residue in the motor gear train and wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. A motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. Per the reporter the patient had a motor stall and they would be replacing the pump today (B)(6) 2017 but the reporter had not interrogated the pump yet. The healthcare provider wanted to perform a dye study to check to see if that maybe the reason it was causing a stall. There were no reported patient symptoms and no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the motor stall first occurred on (B)(6)2017. The cause of the motor stall was not determined. The pump was replaced.